Manufacturer narrative:
Correction: h6 patient code removed: arrhythmia.

Event description:
Reported via social media. It was reported that a cardiac perforation occurred. A concomitant pulse field ablation (pfa) using farapulse and left atrial appendage (laa) closure procedure was being performed under general anesthesia. Intracardiac echocardiogram (ice) imaging was used. A mid-mid transseptal puncture (tsp) was performed, with no-restick needed for the laa closure procedure that was following the pfa. A watchman trusteer access system (was) was inserted and advanced, and a 24mm watchman flx pro closure device and delivery system (wds) was inserted, advanced and deployed in the laa. The closure device was implanted after meeting release criteria with complete seal. The procedure was concluded. The patient reported having chest pain while not being able to walk 10 feet and presenting to the hospital. The patient stated discovering their heart was punctured, diagnosed with pericarditis, having a new murmur and abnormal bloodwork, and requiring a drain in the heart. There was no further information available. It was further reported by the facility, that the patient was initially discharged the same day of the index procedure in stable condition without complications, and the patient re-presented at the hospital four (4) days post index procedure (B)(6) 2025). It was confirmed the patient had pericarditis, pericardial effusion requiring a drain, and suspected cardiac perforation. The patient was on colchicine and eliquis at the time of the event. It was suspected the event was secondary to the index procedure. The site is unaware of any heart murmur or valvular abnormalities. The patient reported chest pain is confirmed to be secondary to the pericardial effusion. The patient was discharged home on (B)(6) 2025.

Manufacturer narrative:
B3: event date added. B5: information added. H6 patient code added: pericardial effusion.

Event description:
Reported via social media. It was reported that a cardiac perforation occurred. A concomitant pulse field ablation (pfa) using farapulse and left atrial appendage (laa) closure procedure was being performed under general anesthesia. Intracardiac echocardiogram (ice) imaging was used. A mid-mid transseptal puncture (tsp) was performed, with no-restick needed for the laa closure procedure that was following the pfa. A watchman trusteer access system (was) was inserted and advanced, and a 24mm watchman flx pro closure device and delivery system (wds) was inserted, advanced and deployed in the laa. The closure device was implanted after meeting release criteria with complete seal. The procedure was concluded. The patient reported having chest pain while not being able to walk 10 feet and presenting to the hospital. The patient stated discovering their heart was punctured, diagnosed with pericarditis, having a new murmur and abnormal bloodwork, and requiring a drain in the heart. There was no further information available. It was further reported by the facility, that the patient was initially discharged the same day of the index procedure in stable condition without complications, and the patient re-presented at the hospital four (4) days post index procedure (november 24, 2025). It was confirmed the patient had pericarditis, pericardial effusion requiring a drain, and suspected cardiac perforation. The patient was on colchicine and eliquis at the time of the event. It was suspected the event was secondary to the index procedure. The site is unaware of any heart murmur or valvular abnormalities. The patient reported chest pain is confirmed to be secondary to the pericardial effusion. The patient was discharged home on november 27, 2025.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cardiac perforation occurred. A concomitant pulse field ablation (pfa) using farapulse and left atrial appendage (laa) closure procedure was being performed under general anesthesia. Intracardiac echocardiogram (ice) imaging was used. A mid-mid transseptal puncture (tsp) was performed, with no-restick needed for the laa closure procedure that was following the pfa. A watchman trusteer access system (was) was inserted and advanced, and a 24mm watchman flx pro closure device and delivery system (wds) was inserted, advanced and deployed in the laa. The closure device was implanted after meeting release criteria with complete seal. The procedure was concluded. The patient reported having chest pain while not being able to walk 10 feet and presenting to the hospital. The patient stated discovering their heart was punctured, diagnosed with pericarditis, having a new murmur and abnormal bloodwork, and requiring a drain in the heart. There was no further information available. It was further reported by the facility, that the patient was initially discharged the same day of the index procedure in stable condition without complications, and the patient re-presented at the hospital four (4) days post index procedure (B)(6) 2025. It was confirmed the patient had pericarditis, pericardial effusion requiring a drain, and suspected cardiac perforation. The patient was on colchicine and eliquis at the time of the event. It was suspected the event was secondary to the index procedure. The site is unaware of any heart murmur or valvular abnormalities. The patient reported chest pain is confirmed to be secondary to the pericardial effusion. The patient was discharged home on (B)(6) 2025. The patient further reported they also experienced shortness of breath and a heart rate of over 100 beats per minute which prompted the hospital visit where the patient was diagnosed with pericarditis. The patient also required a pericardial window. It was further reported that the patient had a device related readmission on (B)(6) 2025, with pericardial effusion again on december 19, 2025 with tamponade requiring percutaneous drainage and unplanned cardiac surgery, with a device related readmission on (B)(6) 2025.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Manufacturer narrative:
B5: information added. H6 patient code added: tachycardia and dyspnea. H6 impact code added: surgical intervention.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cardiac perforation occurred. A concomitant pulse field ablation (pfa) using farapulse and left atrial appendage (laa) closure procedure was being performed under general anesthesia. Intracardiac echocardiogram (ice) imaging was used. A mid-mid transseptal puncture (tsp) was performed, with no-restick needed for the laa closure procedure that was following the pfa. A watchman trusteer access system (was) was inserted and advanced, and a 24mm watchman flx pro closure device and delivery system (wds) was inserted, advanced and deployed in the laa. The closure device was implanted after meeting release criteria with complete seal. The procedure was concluded. The patient reported having chest pain while not being able to walk 10 feet and presenting to the hospital. The patient stated discovering their heart was punctured, diagnosed with pericarditis, having a new murmur and abnormal bloodwork, and requiring a drain in the heart. There was no further information available. It was further reported by the facility, that the patient was initially discharged the same day of the index procedure in stable condition without complications, and the patient re-presented at the hospital four (4) days post index procedure ((B)(6) 2025). It was confirmed the patient had pericarditis, pericardial effusion requiring a drain, and suspected cardiac perforation. The patient was on colchicine and eliquis at the time of the event. It was suspected the event was secondary to the index procedure. The site is unaware of any heart murmur or valvular abnormalities. The patient reported chest pain is confirmed to be secondary to the pericardial effusion. The patient was discharged home on (B)(6) 2025. The patient further reported they also experienced shortness of breath and a heart rate of over 100 beats per minute which prompted the hospital visit where the patient was diagnosed with pericarditis. The patient also required a pericardial window.

Event description:
Reported via social media. It was reported that a cardiac perforation occurred. A concomitant pulse field ablation (pfa) using farapulse and left atrial appendage (laa) closure procedure was being performed under general anesthesia. Intracardiac echocardiogram (ice) imaging was used. A mid-mid transseptal puncture (tsp) was performed, with no-restick needed for the laa closure procedure that was following the pfa. A watchman trusteer access system (was) was inserted and advanced, and a 24mm watchman flx pro closure device and delivery system (wds) was inserted, advanced and deployed in the laa. The closure device was implanted after meeting release criteria with complete seal. The procedure was concluded. The patient reported having chest pain while not being able to walk 10 feet and presenting to the hospital. The patient stated discovering their heart was punctured, diagnosed with pericarditis, having a new murmur and abnormal bloodwork, and requiring a drain in the heart. There was no further information available.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.